Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no device can be returned. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic removal of uterine masses procedure on an unknown date and barbed suture was used. After the tumor was removed and the uterine wound was sutured for less than 5 minutes, it was found that the needle had already bent. When it was pulled out, the suture split in half, and a new needle was replaced to continue the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.